Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks due to low detection and myopotentials. The s-ICD system was subsequently explanted and replaced with a competitor product. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a bend in the lead body with a tear in the terminal boot approximately 25 millimeters (mm) from the terminal end. Typical surgery-related damage is noted but is not considered abnormal. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks due to low detection and myopotentials. The s-ICD system was subsequently explanted and replaced with a competitor product. No additional adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks due to low detection and myopotentials. The s-ICD system was subsequently explanted and replaced with a competitor product. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.